Event description:
Customer reported a sample mismatch occurred, when the epics xl4 mcl flow cytometer read the first tube position twice. The customer placed 7 tubes on the mcl carousel and 8 results were printed. The first tube was run properly, the instrument then re-sampled the first tube and reported the results against the following tube sample ID. This associated incorrect test result data with each of the following tubes resulting in a total of 8 printouts for the carousel. The customer had to rerun one result due to a low viability and when rerunning that tube it was noted a completely different result than the first time it was run. Correct results were obtained by re-running all of the samples on the same instrument. Quality control samples were run before the event and were within specifications. There were no instrument generated error messages in conjunction with this event. A beckman coulter field service engineer (fse) was sent to evaluate the instrument. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and performed troubleshooting that lead to no obvious cause of the malfunction. The fse suspected that the cyto-transputer board had malfunctioned. The cyto-transputer board was replaced and the instrument worked as anticipated.